Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite 2 parallel walled implant (xfosm310) was returned for investigation. However, one unknown 3i mount was not returned for investigation. Therefore, visual inspection of the unknown mount could not be performed. Visual inspection of the as returned implant identified that the implant¿s collar, platform, internal and external threads were damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the implant was damaged and the mount not returned. The devices were being placed when the incident occurred. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant and an unknown 3i mount did not assemble. The implant was returned but the unknown 3i mount was not returned as it continues to be functional and in use. The reported event was confirmed since the implant¿s internal threads were damaged. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant is not able to place into patient´s mouth during the surgery because the mount does not assemble to the implant. Doctor used another implant with the same mount and could finish the procedure.